Event description:
Clinical adverse event received for right knee pain. Event is not serious and is considered mild. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2021 date of event: (B)(6) 2021 (right knee). Treatment: oral medication and physical therapy complaint number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).